Event description:
The user noticed their laboratory prepared pt control for estradiol was recovering low over a few days. The roche low control results were acceptable. The user also received the following erroneous low results for 4 pt samples: initial result was 3869 pg per ml. A control run along with the sample was unacceptable; so the pt result was not reported. The user calibrated the assay and repeated the control which was acceptable. The user poured a fresh aliquot from the same pt sample and repeated it with a 1:5 dilution. The result of 5311 pg per ml was then reported. No pts were adversely affected. The field service rep was unable to determine a cause. He verified the instrument was operating properly by running performance tests.

Event description:
The user noticed their laboratory prepared pt control for estradiol was recovering low over a few days. The roche low control results were acceptable. The user also received the following erroneous low results for 4 pt samples: initial result was 2909 pg per ml. After the acceptable calibration and qc, the sample was repeated with a result of 4134 pg per ml. The original result had not been reported. The repeat result was reported. No pts were adversely affected. The field service rep was unable to determine a cause. He verified the instrument was operating properly by running performance tests.

Event description:
The user noticed their laboratory prepared pt control for estradiol was recovering low over a few days. The roche low control results were acceptable. The user also received the following erroneous low results for 4 pt samples: on (B)(6) 2009 to troubleshoot the issue, the user repeated two pt samples that had been previously tested. The original results had been reported. The first sample, originally tested on (B)(6) 2009 with a result of 2217 pg per ml, had a result of 1693 pg per ml. No pts were adversely affected. The field service rep was unable to determine a cause. He verified the instrument was operating properly by running performance tests.

Event description:
The user noticed their laboratory prepared pt control for estradiol was recovering low over a few days. The roche low control results were acceptable. The user also received the following erroneous low results for 4 pt samples: on (B)(6) 2009 to troubleshoot the issue, the user repeated two pt samples that had been previously tested. The original results had been reported. The first sample, originally tested on (B)(6) 2009 with a result of 3145 pg per ml, had a result of 2025 pg per ml. No pts were adversely affected. The field service rep was unable to determine a cause. He verified the instrument was operating properly by running performance tests.

Event description:
.

Manufacturer narrative:
The instrument data and calibration data provided for investigation were within expectations. Also, roche control products recovered within specification. It was determined the customer did not perform control testing according to recommendations for the assay. In addition, the customer was not following sample handling addition, it was confirmed the customer has been running roche controls with the recovery consistently within range and no erroneous results have been generated.